Event description:
On (B)(6) 2013, a reporter the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at approximately 5:10pm. She tested back to back on the subject meter and observed values of ¿600, 128 mg/dl¿ performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. It is not known what date/time the test was performed. The patient manages her diabetes with self adjusting insulin and denied taking any action in response to the alleged issue. The reporter/patient denied developing any symptoms of high or low blood glucose and reportedly went to the doctor¿s on (B)(6) 2013 at 5:12pm and was given 2.5 units of novolog insulin. No other device was reported to be used for testing. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The subject test strips were unexpired and stored correctly. A control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. Although the patient was treated with insulin by an hcp, there is no indication that the reported issue caused or contributed to a serious injury. The form of treatment was consistent with the high reading that was observed on the subject device. The patient did not develop any symptoms of high or low blood glucose. However, this complaint is being reported because the meter did not meet lfs¿s criteria for accuracy.